Manufacturer narrative:
B3: the event occurred on an unreported date in oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified drug infusion for the event. The pd therapy was continued in the early stage of treatment; however, currently, pd therapy was discontinued. The cause of the event, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.